Event description:
The manufacturer received information alleging a ventilator delivered tidal volume was higher than the set volume. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.